Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025. Product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A report was received that one patient lead was explanted and replaced on (B)(6) 2025, disposition unknown. No additional information provided, but registration shows the implantable neurostimulator (ins) battery and 2nd lead were also replaced the same day. A rep later clarified they were aware of the explant the day of explant by the hcp and the explant was due to previously reported high impedances. The cause of the impedances was not determined, so the entire system was replaced. The hcp cut the leads (confirmed no explant difficulty) because they were replacing the whole system, so the devices were discarded and will not be returned. The issue is considered resolved and the patient is happy.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient says that when they try to increase intensity, they get a settings not available message which started happening maybe like a week and a half or two weeks ago. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. The patient noted this issue started about a month ago. She does not recall any event, such as a fall, that may have caused the change. Electrodes 9, 11, 15 were over 40,000 ohms. A loss of stimulation was noted. Impedance check and re-program. The patient reached out saying she couldno longer turn up her intensity and her controller was giving an alert that settings weren¿t available. Rep met with her the same afternoon and ran an impedance check. Rep reprogrammed and was able to get good paresthesia coverage back over her pain. She was happy with the results. Since she¿s getting good coverage now, she doesn¿t want to make any other changes at this time. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware.